Event description:
It was reported that during a prostatectomy procedure the clamp arm was broken. There was no pt consequence.

Manufacturer narrative:
The device was received with the clamp arm detached and the tissue pad melted. The device was also found to have the tip of the blade broken off. The remaining piece of the blade was found to be scratched. The device was nonfunctional due to the returned condition.